Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient was hospitalized on (B)(6) 2025 due to kinked catheter leading to hyperglycemia. The insertion site was abdomen. The blood glucose level was 550 mg/dl at the time of event and the patient got treated with intravenous infusion. The ketones were found to be 7.36 mmol/l. The patient was released from the hospital on (B)(6) 2025. No further information available.